Event description:
Per the clinic, the patient experienced sound fluctuation, tinnitus and experienced a performance decrement. With the device. The patient also experienced progressive development of non-auditory sensations such as electric shock with stimulation, twitch and pain with or without the processor. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.